Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by a seizing motor. The failed motor assembly was replaced. See scanned page.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105 in the labor and delivery care area. It was also reported that there was no patient injury.